Event description:
It was reported that the customer had high blood glucose. Customer stated she treated herself bolus and went down a little bit. Customer stated she woke up with high blood glucose and called her health provider and was told to go to the hospital. Customer's blood glucose was 467 mg/dl. Customer will contact health provider to find out how much insulin she needed through manual injection. Customer will call back to troubleshoot high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.